Event description:
Patient reported pump is functional, but getting alarm/message due for service in 45 days. Patient just received pump and our service date is 01/10/2020. No adverse event occurred as a result of message. Able to use pump. Reporting since pump is not due for maintenance until next year. Patient should not be getting above message on this pump. Sn (B)(4) due 01/10/2020. Reported to (B)(6) by: patient/caregiver.